Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood/body fluid in the distal conductor (not obstructed).

Event description:
It was reported that during implant attempt, the lead was placed twice in the vessel. On the third attempt to place the lead, the tip of the lead was damaged while backloading the lead with the guidewire. Positioning difficulty noted. The lead was not used. There were no patient complications reported as a result of this event.